Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device would not be activated. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, abc)conforming; inner gasket condition, abc)conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, abc)conforming; reset button condition, conforming; sleeve condition, abc)conforming; stopcock condition, abc)conforming; trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, abc)conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "device would not be activated" during surgery due to intermittent arming of the device. The obturator handle weld was measured and found to be skewed which can cause the instrument to arm intermittently. The obturator handle is welded during the assembly process.